Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 8fr angio-seal vip was received for product evaluation. The carrier tube assembly was returned completely unmated from the hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was completely unmated from the hemostasis sheath and the deployment sleeve of the device was in the forward lock position. Multiple kinks were noted along the length of the carrier tube. The bypass tube was dislodged at the proximal part of the carrier tube assembly and the tamper tube was completely exited from device. The hemostasis valve of the hemostatic sheath was examined under the microscope and the anchor and collagen were found to be stuck at the hemostasis valve and suture still intact, connecting the carrier tube and hemostatic sheath. No other visual anomalies were noted. For dimensional testing, the od of the carrier tube was measured to be 0.102'' which was within the specification of 0.102" +/- 0.005. The outer diameter of the bypass tube head at the proximal end was measured to be 0.142" which was within the specification of 0.142" +/-0.005''. All measurements were within the manufacturer specifications. IFU states: confirm that the device sleeve has remained in the rear holding position. Carefully grasp the angio-seal device at the bypass tube. Cradle the angio-seal carrier tube in the palm of the hand and, with the reference indicator facing up, slowly insert the bypass tube and carrier tube into the insertion sheath hemostatic valve. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that kink observed was likely caused while handling or inserting the device into the hemostatic sheath; creation of off-axis forces while assembling carrier tube assembly to the hemostasis sheath by not holding the bypass tube with sufficient grip has been known to cause kinks and bends. It is likely that the bypass was not properly placed or locked into the hemostatic valve which led to bypass tube dislodged while removing the device, anchor and collagen were stuck into the valve. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Lot number: potential lot numbers: 06099681 or 06101091. Expiration date: lot # 06099681:31oct2020. Lot # 06101091:31jan2021. UDI: lot # 06099681:(B)(4). Lot # 06101091: (B)(4). Implanted date: device was not implanted. Explanted date: device was not explanted. : device manufacture date - lot# 06099681: 20nov2019. Lot# 06101091: 10feb2020. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/ potential lot# combinations was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2020-00490.

Event description:
The user facility reported that the two angio-seal devices kinked when they were inserted into the sheath. A third device was inserted with success. The patient's condition was stable. The procedure was completed successfully. There was no patient injury, medical/surgical intervention required. Additional information was received on 23jul2020. The procedure being performed was a peripheral angioplasty. A 7fr procedure sheath was used. The physician was inserting the carrier tube when the device kinked. A pre-deployment angiogram was performed.